Event description:
It was reported that the ventilator generated an alarm indicating expiratory minute volume low. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by field service engineer. The claimed issue was not reproduced during troubleshooting. According to received service report, no parts were replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. Clinical alarm such as expiratory minute volume low is an indication of difficulties with ventilating the patient. Alarm will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. Expiratory minute volume low alarms are generated, when delivered expiratory volumes were less than set. The device's log were not provided for further analysis. Therefore, the root cause has not been determined.